Manufacturer narrative:
Code 3191 was used to capture the additional intervention to surgically abandoned and replace the dislodged rv lead. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported connection issue, dislodgement, pacing inhibition, low pacing impedances, and high pacing thresholds.

Event description:
It was reported that this dual chamber pacemaker was exhibiting setscrew connection issues in which the right ventricular (rv) lead was exhibiting increased thresholds and decreased impedance measurements, both still within normal measurements. Technical services was consulted and recommended troubleshooting and programming changes. Upon device interrogation, a battery analysis was performed where it was found the patient was high rate atrial sensing, causing an increase in battery consumption from 52uw to 124uw. In addition, the device had two stored signal artifact monitor (sam) episodes, the first sam switched the sensor vector and the second disabled the minute ventilation (mv) device feature. As a result of the sam episodes, the device was reprogrammed and the atrial sensing turned off. Additional intervention was taken for the setscrew connection issue. Upon intervention, it was found the rv lead had been dislodged. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this dual chamber pacemaker was exhibiting setscrew connection issues in which the right ventricular (rv) lead was exhibiting increased thresholds and decreased impedance measurements, both still within normal measurements. Technical services was consulted and recommended troubleshooting and programming changes. Upon device interrogation, a battery analysis was performed where it was found the patient was high rate atrial sensing, causing an increase in battery consumption from 52uw to 124uw. In addition, the device had two stored signal artifact monitor (sam) episodes, the first sam switched the sensor vector and the second disabled the minute ventilation (mv) device feature. As a result of the sam episodes, the device was reprogrammed and the atrial sensing turned off. Additional intervention was taken for the setscrew connection issue. Upon intervention, it was found the rv lead had been dislodged. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.